Manufacturer narrative:
Device was returned for investigation. Device was found to be missing upper jaw, upper jaw pins, and upper jaw link. Upper jaw had excessive torque and condyle pressure which caused the device to break. The representative at the case confirmed that all pieces were removed from patient. Lot # m150330; date of manufacture: 12-22-2015; expiration date: 06-22-2016.

Event description:
Device experienced an upper jaw break in tight joint spacing. Fragments were retrieved from patient.

Event description:
Device experienced an upper jaw break in tight joint spacing. Fragments were retrieved from patient.